Manufacturer narrative:
Doi: org/10.1080/00015385.2017.1368947. Left ventricular assist device: exercise capacity evolution and rehabilitation added value .michel x. Lamotte, sara chimenti, gael deboeck, alexis gillet, raymond kacelenenbogen, jonathan strapart, frédéric vandeneynde, guido van, nooten & martine antoine. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications (including patient compliance) and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that included a report of eight (8) patients who expired post-vad implantation. The study reviewed sixty-two (62) consecutive patients implanted with a vad between (B)(6) 2011 and (B)(6) 2015 who were judged to be clinically stable. This article discussed to evaluate the evolution of exercise capacity on a cohort of patients implanted with the same device and to analyze the potential impact of rehabilitation. The study noted that six (6) patients expired while in the intensive care unit. Two (2) patients expired in the six (6) months following their implantation. The first of these two patients were reported to have stopped taking his/her anti-aggregant therapy; while the second experienced a brain hemorrhage. The authors concluded that the exercise capacity of patients implanted with a vad increased in the early period after implantation. Rehabilitation allowed implanted patients to have a significantly better evolution compared to non-rehabilitated patients. Further follow up did not yet yield any additional relevant information regarding these events.